Event description:
Consumer called into report, "receiving multiple blood glucose results that were too far apart." It was reported to nova biomedical that she received a result of 190 mg/dl on their blood glucose meter. The consumer immediately performed three additional testing using the same meter and strips from the same vial getting the following results of 81 mg/dl, 108 mg/dl, and 227 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020213354. Expiration date: 12/2015. Control solution lot: 1030113176. Range. 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow up report will be filed.